Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a review of the remote transmission record revealed that the device had triggered an alert due to an elective replacement indicator. The battery was suspected to be prematurely depleted. The patient was stable. No further information is available.

Event description:
Additional information received indicated that the device was explanted.